Event description:
On (B)(6) 2012, the pt received an ncb pp dist fem plate, r, 12 h, l.278 mm. It was reported that the surgeon noted after evaluating the post-op x-rays, that the "screws had passed completely through the plate. The plate was bent significantly to conform to implant already in place in pt's femur." It was also reported that "during procedure, surgeon was unable to place a locking cap on the same screw hole."

Manufacturer narrative:
With the info given so far, no investigation is possible. Once we receive more info, we will submit an updated report. (B)(4).